Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be submitted.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, while performing the sphincterotomy, the cutting wire broke at the proximal end where it extends from the catheter. No portion of the wire detached from the device inside of the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was bent and broken. The proximal end of the broken cutting wire had retracted into the extrusion lumen through the proximal pierce hole. The broken ends of the cutting wire appeared burnt/blackened. The outer diameter of the exposed cutting wire was measured and found to be within specification. The condition of the returned device was consistent with the complaint that the cutting wire broke at the proximal end. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, while performing the sphincterotomy, the cutting wire broke at the proximal end where it extends from the catheter. No portion of the wire detached from the device inside of the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.